Event description:
Caller reported a malfunction. It was unknown or declined to answer whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was instructed to return the problematic pump using a pre-paid label within 10 days. The customer was informed on how to put the pump in storage mode and acknowledged understanding.